Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that after successful implant the pd catheter started showing signs of fatigue. Micro-cracks appeared at the hub end of the catheter, outside patient body. Liquid was noted leaking from the catheter. The hose has been shortened by medical professionals 3 times thus removing the cracked tubing.